Manufacturer narrative:
(B)(4). Date sent: 7/6/2026. B3: only event year known: 2026. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: did the reported issue contribute to any patient adverse consequences? How many devices demonstrated the alleged deficiency? This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure in 2026, and suture was used. The complaint is regarding the tendency of the needle to break in routine procedures in the experienced hand of the surgeon. This is a code which he has been using for a long time and prior to this plus code the legacy code equivalent. There were no adverse patient effects reported but this did require the surgeon to make use of a different suture to complete the procedure.